Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we will get an investigation report, we will create the final report for the authority. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "incident with pump - overinfusion". Customer information: incident with pump - overinfusion. Patient was meant to be infused over 12hrs, it infused in 2hrs. No day of occurence was reported.